Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent endovascular treatment of stenosis of a venous anastomosis of an arterio-venous graft using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). On unknown date, but three weeks later, the vascular access and the viabahn device were occluded. On unknown date, fogarty was performed. On unknown date, the viabahn device was occluded again. On unknown date, new vascular access was created. The physician stated that the patient was referred from another clinic. Patient management at that clinic may be a possible problem. The patient was schizophrenic and likely had management problems, a healthcare professional stated.

Manufacturer narrative:
According to the gore® viabahn® endoprosthesis instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion.